Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log along with an intermittent connection of the mfc cable. However, the reported problem could not be duplicated with the device. The defib cable receptacle was replaced as precaution. The device was recertified and returned to the customer along with a new multi-function cable. The multi-function cable used at the time of the reported event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) during transport, the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.